Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported partial rupture between the fins and the first part of the catheter. Additional information received april 23, 2025: it was reported saline was being infused when the leak occurred. There were no complications for the patient. PICC removed and a new catheter was inserted.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak was confirmed but the root cause could not be determined. The product returned for evaluation was one 4fr dl powerpicc sv catheter. The catheter was leak tested by flushing each lumen with water using a 12ml luer lok syringe. During testing, a leak was observed at the nose of the molded joint when flushing the red lumen. Microscopic inspection of the leak site found that a circumferentially aligned tear was present. Further inspection found that the fracture surface was granular and the fracture edges had an uneven jagged pattern, likely indicating that tubing had experienced tensile stress. The location of the tear suggested that cyclical kinking of the catheter tube may have contributed to the reported event; however, insufficient evidence was identified to conclusively determine this. Therefore, the root cause remains unknown. This complaint will be recorded for future trending and monitoring purposes.